Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead integrity alert triggered. It was determined the lead dislodged which caused double counting of the p waves as r waves. During the attempt to re-position the lead, it was discovered the mechanism used to screw in the lead was not functioning. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.